Manufacturer narrative:
The device was received at volcano in damaged condition, unable to determine the definitive cause of the damage.

Event description:
Catheter shaft split after simulated case. Not used in a patient.